Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the magic 3 go catheter was not lubricated enough, and it could only be inserted about an inch. The catheter reportedly "gouged" the side of the urethra upon insertion which resulted in self limited bleeding. No medical intervention was required.

Manufacturer narrative:
No sample was returned for evaluation. A potential failure mode could be ¿inadequately mixed solution¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "5. Hold the insertion sleeve with your dominant hand and squeeze it to grip the catheter shaft as you remove the catheter from the pack. Next, hold the catheter funnel above the insertion sleeve with your other hand and slide the insertion sleeve down the shaft, stopping at about 6"from the tip. Release the funnel. Using the insertion sleeve to hold the catheter firmly, gently pass the tip of the catheter into your urethra until the insertion sleeve nears the meatus. Repeat until urine starts to flow." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the magic 3 go catheter was not lubricated enough, and it could only be inserted about an inch. The catheter reportedly "gouged" the side of the urethra upon insertion which resulted in self limited bleeding. No medical intervention was required.